Manufacturer narrative:
We are not expecting the sample to be returned. A follow-up report will be filed if more info becomes available.

Event description:
This event was reported through medwatch. The clinician reported when the physician was inserting the spring wire guide, it looped back while being inserted and tied into a knot. The physician made an incision in the pt's skin to remove the knotted spring wire guide. Insertion of endograft into abdominal aortic aneurysm. No further info is available.